Event description:
During a coronary drug eluting stenting treatment, stent damage and dissection occurred. The physician was attempted to place the taxus express2 3.5x16mm drug eluting stent in the circumflex artery. It was reported that "the strut has been opened by itself without any pressure, so the stent was stuck at not aimed lesion." The stent did not come off of the balloon. When the physician was pulling the stent out, it caused a dissection in the vessel. The dissection was repaired with another taxus stent. No additional pt complications occurred. Pt status is reported to be satisfactory.